Event description:
A hospital in (B)(6) reported via our distributor that the velcro on the optiflow junior interface became detached after being in use and then repositioned. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Fisher & paykel did not receive a cannula for evaluation. The hospital stated that they could not give us a timeframe for how long the cannulae are in use before the issue arises. Without a device we were unable to determine whether there was an actual defect with the velcro on the wigglepads of the cannula. This was more of a general complaint, with no specific incident noted by the complainant. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement:s: ensure infant's skin is clean and dry. Follow your hospital's protocol for skin preparation. Check cannula remains secure on the face. Replace wigglepads if required. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.